Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer¿s reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator powered on properly, and one minute later it unexpectedly shutdown. After the ventilator shut down, it powered back on without pressing the on/off button. Bench testing revealed a malfunctioning encoder panel was creating the issue. Visual inspection of encoder panel revealed two puncture marks on ribbon cable. Carefusion replaced the encoder panel to address the customer's reported issue.

Event description:
It was reported to carefusion that when trying to shut off the ventilator, the ventilator turns back on by itself. The customer stated that the unit was in recently for same issue. While in service, it was discovered that the ventilator would immediately shut off one minute after being turned on. There was no patient involvement associated with this complaint.